Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A company representative called the customer who reported the insulin pump screen was loose from the shell of the device. It was further reported that there was a crack on the top right corner near the display, condensation was in the screen, and the no delivery alarms were not properly functioning. Customer's blood glucose was not provided and customer declined to be transferred for further assistance. The device will not be returned for analysis at this time.